Event description:
It was reported that the patient was unable to adjust stimulation and experienced a loss of therapeutic effect. The display showed a "call your doctor" icon. A power-on-reset condition was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received that reported the patient was to have another cat scan due to stroke-like symptoms. It was noted that the patient had not yet been scheduled for replacement of their implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had pain at the neurostimulator site. It was reported that the device stopped working after the patient had an MRI. All impedance measurements were above 4,000 ohms, and the patient was being scheduled for a replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3093-33 lot# v148758 implanted: 2008-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).